Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. The report stated that they have 4 product failures to report today. There are instances of the product ¿breaking¿ or coming apart. There are also reports of blood and other fluids backing up even though the set was clamped. Additionally it was stated that the separation or disconnection occur in multiple locations. Lipids on all 3 samples was infusing. There was no blood loss or bleed back. Lipid infusion discontinued in all three events. The set up was all attached to PICC lines. 2 of the 3 events happened during patient use. No harm was reported.